Manufacturer narrative:
Device evaluation summary:one cadd legacy pump was returned for analysis in used condition. The device displayed error 50, the drive rod assembly is not functioning properly. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The problem source was identified as faulty drive rod assembly.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump displayed "system fault". No adverse effects reported.